Event description:
It was reported that post-op a laparoscopic adjustable band procedure, surgeon states there was erosion or micro-perforation. The surgeon would not provide any further details.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.